Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. Everything was going well with the device but in the last week or two the patient pees a lot through the night and soaks their diaper completely. During the day the patient has the urge to go but when they go little or nothing comes out. They have tried decreasing and increasing the amplitude on the current program but nothing seems to make any difference. The patient was doing fine initially after and only started to experience the urinary symptoms more recently. Reviewed option to change programs and recommended consulting with managing healthcare provider (hcp).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.